Manufacturer narrative:
The product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+3.5/094 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting with rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; surgical residue was clear; visual inspection found fibers on lens surface, but no visible damage. (B)(4).